Manufacturer narrative:
Information regarding suspect medical device: common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use product code: qau. Initial reporter occupation - non-healthcare. Information regarding PMA/510(k): den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However based on the information provided by the user, the root cause for report of unable to spray is a clogged catheter. The likely cause of the clogged catheter is related to blood or other fluid from the surrounding area clogging the device due to use error. As stated in the report, "doctor made catheter contact with blood. Doctor stated that bleed location made it very difficult to avoid making contact with blood." To assist the user, the instructions for use (IFU) state the following, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel...note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding in-service: based on the information provided that the device made contact with blood, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. The first unit quit firing despite there being a lot of product left in the handle. They got about three sprays out of the first device. They occluded the first catheter. They got the three sprays from the second catheter. Another hemospray was opened and used to complete the intended procedure. Other than the hemospray powder, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.